Event description:
Patient's spouse reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Later, healthcare professional confirmed rupture and exchange from texture to smooth due to the patients concern of the product. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, g1, g2, h6.

Event description:
Patient 's husband reported right side rupture and exchange from textured to smooth implants due to the patient's concerns with the product. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right side rupture. And exchange from textured to smooth implants, due to the patients concerns with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety - product/procedure.

Event description:
Patient reported right side rupture and exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.